Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was evaluated by zoll medical singapore. The customer's report was observed during initial testing; however, during testing there was smoke coming out from inside the unit. As a result, the investigation was deemed compromised. The unit was scrapped. Analysis of the report of this type has not identified an increase in trend.